Event description:
It was reported the subject device had a seal and cut error occur during a therapeutic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced but another event was confirmed. The following reportable malfunction was identified during the device evaluation: incomplete seal cycle error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: improper sequential the seal cycle activation, a known inherent risk of the device. The reported event can be detected/prevented by following the instructions for use(IFU) which state: sealing with hand or footswitch activation warning a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified. Troubleshooting -too little tissue between the jaws ¿ the user is grasping thin tissue or not enough tissue; open the jaws and confirm that a sufficient amount of tissue is inside the jaws. If necessary, increase the thickness of tissue that is grasped and press the blue foot pedal or activation button. -too much tissue between the jaws ¿ the user is grasping too much tissue; open the jaws, reduce the amount of tissue that is grasped, and press the blue foot pedal or activation button. -activating on a metal object ¿ avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the device. -dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of device jaws. -excess fluids in the surgical field ¿ minimize or remove excess fluids from around the device jaws. -activation switch released before seal complete tone ¿ the blue footswitch or activation button was released before the seal cycle was complete. -maximum seal cycle time has been reached ¿ the system needs more time and energy to complete the seal cycle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.